Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 419388 lead 2005; 1488t competitor lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) in 2 years. It was also reported that the right ventricular (rv) and left ventricular (lv) leads exhibited high thresholds. The device was explanted and replaced. The rv and lv leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.